Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's bicuspid anatomy contributed to the under expansion.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013025874); product type: 0195-heart valves;  product ID l-evolutfx-34 (lot: 0012852032); product type: 0195-heart valves   medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of a 34 mm transcatheter aortic bioprosthetic valve (tav), in a patient with a calcified aortic valve and native bicuspid anatomy, a pre-implant balloon valvuloplasty (bav) was not performed prior to the initial deployment attempt due to physician preference. The tav was loaded into the delivery catheter system (dcs) and examined prior to implant; no problem was identified. The tav was then advanced to the aortic annulus without issue. On the first deployment attempt, the tav was deployed to 80% when an underexpansion was identified in the tav frame. Subsequently, the tav was recaptured and withdrawn from the patient. The system was discarded and replaced with a new system for another deployment attempt. Prior to this second deployment attempt, a pre-implant bav was performed with a 24mm balloon. The second tav was placed in the aortic annulus with no issue. No patient symptoms or complications were reported as a result of this product problem.